Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Reported event of "stent kinked." The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a advanix¿ biliary stent was used during biliary stenting procedure performed on (B)(6) 2016. According to the complainant, during the procedure, significant resistance was encountered when they attempted to withdraw the introducer to deploy the stent into the hilar stricture. They noticed that the white portion of the push catheter started to buckle and kink which caused the pullwire to become displaced through the push catheter. The advanix¿ biliary stent was also buckled at the papilla. The procedure was completed with a different device. There were no patient complications reported as a result of this procedure event. There were no impact to patient's condition at the conclusion of the procedure.